Event description:
A pt reported that he drained approx 4000ml and had trouble sleeping because he felt bloated. During a f/u call w/the pdrn it was reported that the pt had a fill volume of 2000ml. The pt did not require any med intervention and continued pd treatment on a new cycler. The reported large drain of 4000ml was over 200% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.